Event description:
It was reported that the safety mechanism fell off the bd cathena¿ safety IV catheter with bd multiguard¿ technology needle. This occurred with 10 -12 needles, though which days the occurrences took place is unknown. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "safety mechanism is falling off the cathena needles. It has happened at least 3x and they have pulled the product from the shelves. Additional info from customer: (B)(6) 2023. Is there any adverse event occurred? - no. Can you identify the number of occurrence for this lot number? - approx 10-12. Can you confirm the event date is on (B)(6) 2023? - multiple dates, (B)(6) 2023".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism fell off the bd cathena¿ safety IV catheter with bd multiguard¿ technology needle. This occurred with 10 -12 needles, though which days the occurrences took place is unknown. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "saftey mechanism is falling off the cathena needles. It has happened at least 3x and they have pulled the product from the shelves. Additional info from customer: (B)(6) 2023... ¿ is there any adverse event occurred? - no ¿ can you identify the number of occurrence for this lot number? - approx 10-12 ¿ can you confirm the event date is on 21-jul-2023? - multiple dates, 19th-21st july."

Manufacturer narrative:
Our quality engineer inspected the 3 photos, 2 incomplete samples and 10 representative samples submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection and testing of the samples and photos. The returned photos showed that the entire tip shield was detached from the needle, with the washer detached from the tip shield. Analysis of the incomplete samples showed that that the needle unit was not returned. The needle unit is necessary to evaluate the reported defect. The 10 representative samples were also functionally tested for the reported failure mode. Of the 10 samples 4 failed the safety activation test. Visual inspection of the failed samples showed they were all missing a bump on the cannula, which is necessary for proper needle tip shielding. Bd determined that the cause of the failure was related to our manufacturing process. A CAPA has been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a quality notification was raised during the production of this batch, but the issue is not the cause of the observed failure.